Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device mm5207 batch number, and no non-conformances were identified. Additional summary: it was received for analysis an empty opened foil and a detached needle and a tangled suture on a labeled winding of product code vcp304, lot mm5207. During the visual inspection, the swage and attachment area of the detached needle were noted to be as expected. The barrel hole was examined, and remnant suture was observed, the suture end is severely cut/damaged, resulting in a clip off defect. According to the sample condition and the assignable cause of the performance pull off - suture needle is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking and due to this condition.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mm5207 batch number, and no non-conformances were identified. Additional information was requested and the following was received: were both devices vcp304h and vcp503g used in this procedure? Yes. Any patient consequences and what medical/intervention was provided to manage them? No. Device return status/follow up >> the products will be returned for investigation. Note: events reported via mw 2210968-2019-88393, 2210968-2019-88394.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The needle and suture were detached during the surgery. A like device was used to complete the procedure. There were no adverse patient consequences reported.